Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was alarming. Customer states that they received the alarm prior to temporary basal programming. Customer advised they had not recently changed batteries in the device or used it for an extended period of time. Blood glucose level was 120 mg/dl at time of reporting. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Nothing further reported.